Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "circulating nurse was opening #6 femoral implant to the scrub nurse, they both noticed that the inner package was not sealed. No one touched the inner package, they returned the box and the surgeon preferred to use a new implant."